Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was completed for the subject device lot. The review showed that there were no issues during the manufacture or sterilization of the product that would contribute to this complaint condition. No non-conformances were generated during the production or sterilization of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a reamer irrigator aspirator (ria) tube assembly became damaged and fragmented during a bone grafting procedure on (B)(6) 2016. It was reported that the patient initially underwent a procedure on an unknown date involving intramedullary nailing of the tibia due to trauma. Subsequently, a void in the tibia from the original injury required bone grafting. The patient underwent the distal tibia bone graft procedure on (B)(6) 2016. During that procedure, a reamer irrigator aspirator (ria) tube assembly became damaged when the reaming shaft and tube assembly went over the reaming rod at an angle. There was an opening created in the ria tube assembly shaft, as if it had splintered. The surgeon stated that it was his fault since he had a large bend on the reaming rod. It was reported that a small fragment of tube assembly came out with the first pass of reaming. It was unknown to the surgeon if any fragments remained implanted in the left femoral canal due to the radiolucent nature of the tube assembly. The surgeon passed another reamer to attain more bone graft without incident. There was a reported 5-10 minute surgical delay. The procedure was completed successfully with the patient in stable condition. This is report 1 of 1 for (B)(4).